Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, and has not received the defective sample for analysis, so the root cause of leakage cannot be determined. The plant will continue to monitor such defects.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2025: the patient experienced a transient ischemic attack and required intravenous fluid administration. During the IV infusion process, the indwelling needle became dislodged, causing fluid leakage and rendering it unusable. It was immediately replaced.